Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose and high blood glucose level. Blood glucose at the time of event was 40 mg/dl. Customer did not experience symptoms of low blood glucose. Treated with food for low blood glucose and high blood glucose level treated with manual injection. Customer was using insulin pump within 48 hours of reported event. Insulin pump was on auto mode. Customer stated that sensor received sensor updating alerts. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue use of the device.